Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2012-02774 and 3005099803-2012-02775. It was reported to boston scientific corporation that two wallflex enteral duodenal stents were implanted within the duodenum of a patient during a stent placement procedure on an unknown date in 2012. According to the complainant, the indication for the stent placement was to treat a duodenal stenosis caused by a malignancy. During the procedure, the two stents were successfully implanted within the patient. However, following the stent placement, on an unknown date, tissue in-growth was noticed within the two stents. Subsequently, the physician decided to implant another wallflex enteral duodenal stent within the two stents to treat the blockage. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient is over 18 years old. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. Although the exact implant date is unknown; it was reported that the stent was implanted "one day in 2012." The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.